Event description:
It was reported that the implantable cardiac monitor had recorded asystole events with noted loss of signal. The icm is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).